Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error code 225.8106. There was no patient involvement reported.

Event description:
The customer reported error code 225.8106. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6), was performed from the date of manufacture (B)(6) 2008, to the present date (B)(6) 2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure (B)(4), for display failure which does not correlate to the customer reported issue.